Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and found leakage was coming from the buffer valve. The fse replaced the buffer valves to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high patient results for sodium (na) and chloride (cl) on their au680 clinical chemistry analyzer. The samples were repeated on the same analyzer and results were normal. The customer released initial results out of the laboratory, however, they were amended later. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the results for the three patients.